Event description:
It was reported a patient's pacemaker presented with possible premature battery depletion. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The pacer was received with battery voltage at end of service level in line with projected longevity. Electrical and mechanical analysis performed under nominal indicates normal functionality. Further evaluation under various pulse amplitudes measured normal current levels and no indication of premature depletion noted. Longevity assessment was performed, and the device exceeded projected longevity ant it is considered normal battery depletion.